Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported that the infusion device began to sound without giving an error message and the buttons were unresponsive. She changed the battery 3 times, but after an hour, the infusion device replicated the problem. Infusion device was replaced and requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No additional info is available.